Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps (mbf) instrument wire was damaged. The customer used a backup instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: arcing was not observed during the last procedure usage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument for failure analysis. The instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley due to potential arcing. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument passed an electrical continuity test on all attempts. On one attempt, it passed electric continuity when the instrument grips were pointed at a yaw position. The instrument was placed and driven on an in-house system. The instrument passed the energy delivery test. The complaint was confirmed by failure analysis.